Event description:
It was reported that following the implantation of a perigee the patient experienced "reoccurring rectocele and enterocele. She also has left pelvic side pain possibly from her perigee arm. Possible pelvic pain from lateral arm attachment, it was reproducible on exam per physician. The apogee was removed and an elevate posterior was placed to address the rectocele and enterocele." No further patient complications have been reported in relation to this event.